Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, delamination, broken plug strap, wear abrasion, plug strap is missing. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identify, delamination. Based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: reported right side deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.